Manufacturer narrative:
(B)(4) - blade seized/stopped. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2013. During the procedure, the blade of the device stopped rotating after morcellation of half of the myoma. Another like device was used to complete the procedure with no adverse patient consequences.